Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation

Event description:
Procedure performed: hysterectomy. Event description: the alexis ces was being used to manually morcellate a large uterus weighing approximately 890g. After morcellation the surgeon pulled up on the bag and it burst/tore along the top part proximal to the ring. The event occurred around 4 months ago and is being informed now. The surgeon does not remember the exact date. Lot number of the product is not available. Additional information was provided via email by ama territory manager associate on 12-feb-2025. "Since the incident occurred quite a few months ago the surgeon could not quite remember exactly which product it was. Dr [name] quoted ¿the one with the larger bag¿ which indicates gtm17 however, powerbi shows that only gtm14 was purchased. The device and packaging has since been thrown out so unfortunately, we cannot retrieve the lot number for this case." Additional information was provided via email by ama territory manager associate on 19-feb-2025. "The surgeon does not remember what exact model she was using however, there was a purchase of 3 units of gtm14 by [facility] back in q4 2023. I have reached out to her rooms and awaiting for a reply." Intervention: na patient status: patient unaffected.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: hysterectomy event description: the alexis ces was being used to manually morcellate a large uterus weighing approximately 890g. After morcellation the surgeon pulled up on the bag and it burst/tore along the top part proximal to the ring. The event occurred around 4 months ago and is being informed now. The surgeon does not remember the exact date. Lot number of the product is not available. Additional information was provided via email by ama territory manager associate on 12-feb-2025. "Since the incident occurred quite a few months ago the surgeon could not quite remember exactly which product it was. Dr [name] quoted ¿the one with the larger bag¿ which indicates gtm17 however, powerbi shows that only gtm14 was purchased. The device and packaging has since been thrown out so unfortunately, we cannot retrieve the lot number for this case." Additional information was provided via email by ama territory manager associate on 19-feb-2025. "The surgeon does not remember what exact model she was using however, there was a purchase of 3 units of gtm14 by [facility] back in q4 2023. I have reached out to her rooms and awaiting for a reply." Intervention: na patient status: patient unaffected.